Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed; however, the reported resistance and the difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and no calcification in the distal diagonal artery. The lesion was not easy to access because there was spasm of the artery before the mini trek was introduced in the vessel. The mini trek crossed the lesion and was inflated to nominal pressure and the result was satisfactory. However, when removing the device there was light resistance due to spasm in the artery. The mini trek shaft broke when the device was completely back in the distal part of the guiding catheter. The devices were pulled as one complete system together; guide wire, guiding, mini trek successfully. The mini trek shaft had separated at the junction between the hypotube and the distal shaft. The end result was good and the procedure was finished. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.